Event description:
It was reported, the customer had multiple alarms on their insulin pump. Customer reported an unexpected restart alarm and a signal too low alarm. Customer stated they did not program a temp basal prior to the alarms occurring. Customer's blood glucose was unknown. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.